Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the lock on quick disconnect (qd7) was open and was partially disconnected allowing the fluid to leak into the instrument. The fse replaced the quick disconnect (qd7) to resolved the issues. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 10 mls of pink and bluish colored fluid leaked from the lh 780 hematology analyzer. The leak was not contained within the instrument. The customer stated that there were flow cell clog errors and no differentials being recovered from patient samples. There was no exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.